Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint was confirmed and the cause appears to be use related. The product returned for evaluation was a 4.2fr single-lumen broviac catheter segment. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located just distal to the clamping oversleeve, and the observed damage which is characteristic of this failure type included: 's' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface.

Event description:
Supposedly the patient reportedly presented with an alleged tear in the outer cannula of their 4.2fr broviac.